Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00071 on may 13, 2019. (B)(6) 2019 additional information: the initial issue was reported as a discordancy between initial and repeat results of a sample tested on advia centaur xp ca 125ii (2nd generation) lot 181. Initial reported result from (B)(6) : 470 u/ml repeated 4/18 result neat: >600 u/ml autodiluted 1:10 result: 762. The following service was performed: 04/02/19- service report indicated acid/ base reservoirs were decontaminated. 04/08/2019- the fse performed a total call service on system due to discordant results. Replaced the acid/base reservoirs, debubblers and tubings. Decontaminated the acid/base lines, pumps, valves and reservoirs. Found and replaced the leaking ancillary diluter syringe. Proactively replaced the pmt, sample digital diluter, sample syringe, and reagent probe #3 syringe. Although the system is operational post service, siemens cannot definitively determine the cause of this discordant result. Sample integrity or other preanalytical variables as contributing factors cannot be ruled out. An instrument issue is not suspected, as there were no other discordant results found. Siemens cannot identify any specific in house testing that can identify why the specific sample would read on curve, then recover higher after repeat testing on later dates. However, quality controls samples were in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. A systemic product non-conformance has not been identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call on 4/8/2019. The fse performed the following: replaced the acid/base reservoirs, debubblers and tubings. Decontaminated the acid/base lines, pumps, valves and reservoirs. Found and replaced the leaking ancillary diluter syringe. Proactively replaced the pmt, sample digital diluter, sample syringe, and reagent#probe 3 syringe. Checked all probe alignments. Checked the vacuum pressure and for leaks. Performed the dry, wetwater, and wetwash1 tests. All acceptable. The cause for the discordant ca 125ii result is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings. " the IFU states in the limitations section: "note: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." MDR 1219913-2019-00062 (for sample from (B)(6) 2019) was previously filed for the same patient but different event.

Event description:
A discordant low advia centaur xp ca 125ii result was obtained on a patient sample when tested neat. The patient sample was repeated, and the value was >600 u/ml. The patient sample was diluted and the result was higher. The initial result was reported to the physician and was not questioned. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca125ii result.